Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The weld on the device, just below the knurled handle, fractured causing the device to disassemble and become inoperable. All pieces were returned. This was likely due fatigue loading of the weld joint caused by repeated impacts. A dimensional evaluation indicated that the platform and handle were measured and no out of tolerance conditions were found. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a thr procedure, the impaction plate broke off. No delay. Backup device available. No impact or injury to patient reported.